Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the situation by removing an o-ring from the rod and reloaded the cartridge.